Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's battery gauge reading was fluctuating and was providing inaccurate readings. The customer could not recall if the blood glucose level was impacted. Tandem technical support reviewed the t:connect data and confirmed the customer's reported event. The customer was to continue to use the pump to manage diabetes.